Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 03 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the airway adaptor broke after approximately 2 days of use; the device was replaced; there was no harm to the infant. Additional information received 17sep2024 reported, the patient was ventilated with the described y-piece between the tube and the ventilation hoses. Alarm from the respirator [read] 100% leak, respiratory rates 120, and the patient's oxygen saturation dropped to a minimum of peripheral capillary oxygen saturation (spo2) 40%. The nurse noticed the defective y-adapter and attempted to remove it; however, it was not possible because it was too tightly attached to the tube. The tube was shortened by a second colleague, and a new y-piece was inserted; there was no harm to the infant.